Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose (bg) level was 404 mg/dl to "high" with large amounts of ketones identified as dangerous by a healthcare provider. Reportedly, the customer addressed their bg with a manual dose injection.